Manufacturer narrative:
(B)(4). There was no alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient described the skin reaction as an itching and bleeding, bright red rash on the abdomen. Sensor was inserted at the abdomen on (B)(6) 2015. Patient treats the affected area with a prescription ointment, prescribed by her physician on (B)(6) 2015. At the time of contact, patient was unable to find the prescription. Brand name of prescription is unknown. Additionally, at the time of contact the patient stated that the reported skin reaction was still present. No additional event or patient information is available.